Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had insulin flow block alarm. Customer's blood glucose value was unknown at the time of the incident. The customer declined to troubleshoot. Customer states they had tried all remedies. Customer stated that they able to clear the alert and was able to complete the rewind process. Customer stated that he basically tried everything and had been using an insulin pump for over 20 years. The device will be return for analysis.